Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a solitaire fr encountered resistance in a catheter and could not be removed. The patient was undergoing surgery for treatment of an ischemic cerebral infarction located in the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. The patient treated with a tps (transcranial pulse stimulation) and only 1 pass was noted for the solitaire. The time required from onset of cerebral infarction to revascularization/revascularize was 60 minutes. The product was used in an infected patient. It was reported that after deployment during the 1st pass, retrieval was attempted but was unsuccessful. The device was placed into the microcatheter and the entire system was retrieved within the non-medtronic aspiration catheter (sofia). An attempt was made to pull out the stent outside the body, but it could not be removed and the microcatheter became elongated. Therefore, priority was given to continuing the treatment, and a new microcatheter and solitaire device were used to complete the procedure. It was commented that the large amount of thrombus may have contributed to the issue. It was noted that resistance occurred during retrieval of the solitaire device. The blood vessel was not tortuous. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient¿s post-thrombectomy condition was tici2b. There was catheter resistance at the distal section. Continuous saline flush was administered and maintained as indicated in the IFU. Lesion was on the internal carotid artery.